Event description:
Discrepant calcium result for one pt sample. Initial result gave 9.7 mg/dl; repeat gave 8.9 mg/dl. Erroneous result was reported. Pt not adversely affected. The field service representative was unable to determine exact root cause. Performance tests were performed and within specification.